Manufacturer narrative:
Please see updated h2 and h3.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the pod was leaking. The pod was removed from their leg, and a new pod was applied. The device evaluation found internal corrosion.

Manufacturer narrative:
The device was received for evaluation, and no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. Cracks were observed on the top and bottom housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device. The timing and cause of the cracks could not be determined. The pcb was observed to be corroded. Although the position of the housing cracks overlaps with the corroded region in the pod, it cannot be conclusively determined if the cracked housing led to the corrosion. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.